Event description:
Pt status post l4-s1 click-x construct in (B)(6) 2012, returned to surgeon for three months f/u. X-rays showed right side cephalad click x head had popped off the pedicle screw. Plans to revise the pt are not confirmed. The pt is not experiencing any reaction. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.